Manufacturer narrative:
Complaint can not be confirmed since the sample was no available for investigation, therefore, it is not possible to determine the root cause of the defect reported and corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
Alleged issue: after delivery of the first staple, the device no longer delivered further staples. No pt consequences. Pt condition reported as fine.